Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with hemolysis, lactate dehydrogenase (ldh) level increased to 1600 u/l, and a heparin infusion was given. There were reported fluctuations and instability in pump parameters. Inr was stable in therapeutic range. The surgeons decided to exchange the pump due to suspected thrombus. The pump was exchanged on (B)(6) 2017.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 5.5 inches from the pump housing and the severed distal-end portion, measuring approximately 33.5 inches in length, was also returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Examination of the pump¿s blood-contacting surface found a denatured ring of tissue-like thrombus adhered to the inlet bearing ball. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s hemolysis. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.